Manufacturer narrative:
During the visual inspection bends/kink were observed on the product. The proximal filter marker band appears to have been displaced distally, and additionally, the deployment sheath presents compressions. Per facility, a review of the device history records (DHR) indicates final inspection tested and deemed acceptable for shipment. The deployment sheath presents no obvious manufacturing defects or anomalies, but the distal 3.75mm of the deployment sheath does present indications of axial compression and witness impressions from the filter strut wires. As received, bends/kinks are present in the ecgw device. The proximal filter marker band to core wire joint appears to have been displaced distally resulting in concurrent distortion of the filter assembly. All remaining joints appear to be intact by non-destructive pull testing. Due to all displaced proximal filter marker band to core wire joint, docking function is compromised and cannot be tested at this time. No other damage or inconsistencies are noted to the specimen at this time. The specimen was returned partially seated within the deployment sheath, loose, double bagged within "zip-lock" style poly pouches. No other original packaging, accessories or other devices involved in the reported event are included. The as-received condition of the specimen prevents confirmation of the complaint as reported. The issue of the distal tip of the deployment sheath not being seated within the introducer assembly is not a manufacturing defect or anomaly. It is noted in the device instructions for use (IFU) that during preparation for use, the end user is expected to "ensure the distal tip of the deployment sheath is inside the filter basket introducer tip prior to purging the system" with saline. The damage to the filter assembly, the wire shaft and the distal coil region is not discussed in the complaint documentation; as such, the timing of this damage cannot be accurately determined, but appears to have been incurred during handling subsequent to removal for the original packaging pouch. Assignment of root cause for the event, as reported is not possible at this time. The complaint of deployment sheath disengaged from the capture basket during prep of the angioguard was investigated; further damage to the device was discovered in fail analysis. The damage to the filter assembly, the wire shaft and the distal coil region is not discussed in the complaint documentation; as such, the timing of this damage cannot be accurately determined, but appears to have been incurred during handling subsequent to removal from the original packaging pouch. Assignment of root cause for the event, as reported is not possible at this time. Review of the information suggests that procedural factors may have contributed to the confirmed failures.

Event description:
The complaint received stated that the physician found the tip of the angioguard rx deployment sheath was disengaged from the filter basket introducer, during preparation. Therefore, he tried to engage it manually, by inserting the tip of the deployment sheath into the filter basket introducer. However, the deployment sheath broke. Another product was used to complete the procedure. There was no injury to the patient.